Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/21/2014 with the following findings: several cs-088 call service alarms, which can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no call service alarms were observed: the reported issue was not duplicated. The battery compartment was observed to be cracked from the grip pad to the case seal. The pump case was removed, and evidence of moisture damage was found on internal components. The relation of the observed device failures to the reported issue can not be determined, as the reported issue would have to be duplicated to determine such. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis.